Event description:
After the surgeon was finished using the microdrill, the surgical technician noted smoke coming from the attachment. It was extremely hot and had an "acidic type smell". The unit was placed in water to cool off. The surgery lead nurse removed the device from the surgical area and placed it in the manager's office for safe keeping. There was no patient or staff injury.